Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of screen holders. As it was stated, the handle and handle holder remained in user's hand. There was no injury reported, however, we decided to report the issue in abundance of caution as considering the worst case scenario which is unexpected handle detachment and falling off into sterile field or during procedure, the issue may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The detachment between aluminum cylinder and the handle support is probably due to mechanical shock, collisions or excessive efforts. To prevent any similar incident: - during the manufacturing the parts are degreased; - the quantity of the instant adhesive gel deposited is checked; - the adhesive bonding is checked by manual traction during the manufacturing; - the user manual #0421101 xs/xd flat screen monitors holders mentions to check the condition of the sterilizable handle. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of screen holders. As it was stated, the handle and handle holder remained in user's hand. There was no injury reported, however, we decided to report the issue in abundance of caution as considering the worst case scenario which is unexpected handle detachment and falling off into sterile field or during procedure, the issue may cause contamination.